Event description:
A sedated pt was examined with the sense body coil. After the examination, a second degree burn was observed on the wrist on the pt.

Manufacturer narrative:
(B)(4) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. Conclusions - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.